Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient had a stroke. They were admitted to the hospital and are expected to fully recover without additional intervention. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the stroke was related to product performance of the farawave. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The farawave's instructions for use state "potential adverse events associated with use of the farawave catheter includes, but are not limited to: cerebral vascular accident (cva) ..."

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient had a stroke. They were admitted to the hospital and are expected to fully recover without additional intervention. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was additionally reported that the patient experienced unilateral lower limb impairment. The patient has started rehabilitation and s improving.